Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged hospitalization for breathing problems, sore throat, eye issues, chest pain. Patient also alleged of having eyes burning, nasal and respiratory infection. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged hospitalization for breathing problems, sore throat, eye issues, chest pain. Patient also alleged of having eyes burning, nasal and respiratory infection. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of black dust-like contaminant found on inside face of top enclosure, hair-like objects observed on internal face of front panel, black and white dust-like particles observed on top of blower box, brown dust-like particles observed around air inlet of blower box, indeterminate brown particle and dust-like contaminants inside bottom enclosure, white dust-like buildup around sealing gasket of blower box lid, white dust-like contaminants observed on top of blower. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device was hooked up to power supply, airflow was verified and the device operated properly. The device's event logs were downloaded and reviewed. The manufacturer found 1 instance of e-4. The manufacturer concludes there was evidence of multiple contaminants. The manufacturer found no evidence of sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated in this report.